Event description:
It was reported, during surgery he noted that the locking bolt got jammed into the nail. He had to open a new set to complete the surgery.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.